Event description:
Reporting status: serious injury-medical intervention/hospitalization. Reporting rationale: sub acute thrombosis requiring medical intervention. Device issue: none. It was reported that the target lesion was the mid lad. A guide wire crossed the lesion and predilatation was performed with another company's balloon. The 2.25 x 18 mm pixel was deployed without complications and the procedure was completed. Fifteen days later, the mid lad had a total occlusion. The thrombus was suctioned and poba was performed using another company's 2.5 x 20 mm balloon. Angiography was performed twelve days after poba and the lesion was found to be clear. The pt is reported to be stable. No additional event or patient information available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. Results and conclusions summation - product performance engineering reviewed the incident information. Thrombosis, as listed in the instructions for use and product risk assessment, is a known adverse event associated with coronary stenting. No determination can be made as to root cause of thrombosis and its relationship to the implanted pixel stent. There does not appear to be any indications of a device quality problem, as no difficulties or discrepancies were reported in regards to device performance during use and immediately following deployment.